Manufacturer narrative:
Results of investigation: the ce who investigated the incident for hp reported "the bio-med at the hospital observed that the unit may have dropped. The outer case looked a little damaged. The unit was opened by the hospital staff and the safety relay on the high voltage charging board was physically found to be cracked. This cracked safety relay could have caused energy to be left on the high voltage capacitor if the unit was allowed to time out and disarm itself resulting in error 04. According to the hospital's medwatch form, the safety relay board was replaced. The unit was fully tested; all functions were verified operational and within specifications. The unit was returned to service.